Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia, on (B)(6) 2019 with blood glucose level over 900 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to perform high pressure test at this time and test was passed. Customer was hospitalized due to high blood glucose, food poisoned due to which its blood glucose level was high. It was reported that the insulin did not go down even after multiple insulin deliveries. Customer treated with manual injection and intravenous insulin. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.